Manufacturer narrative:
This fluid intravasation event was not directly caused by the myosure device. Because a pressure cuff and saline media were used to distend the uterus during this procedure, manual calculation of the fluid deficit by the nursing staff was necessary. Failure of the nursing staff to accurately calculate and track the fluid deficit was the proximate cause of this fluid intravasation event. Hologic is taking a conservative approach in reporting this incident, despite the fact that hologic's myosure device did not directly cause the event.

Event description:
During a hysteroscopic myomectomy with myosure, saline and a pressure cuff were used to distend the uterus. Nurses monitored the fluid deficit manually. They initially reported a deficit of 1500cc. A new staff of nurses came into the room to complete the procedure. Fifteen minutes after the nurses were swapped out the nurses reported that they had a deficit of 7000cc. The procedure was stopped and the pt was given lasix (furosemide). The pt was admitted to the ICU and received further treatment for pulmonary edema. The doctor ruled out perforation as a reason for the fluid deficit and attributed the excessive fluid deficit to user error by the nurses.